Manufacturer narrative:
(B)(4). Product under evaluation.

Event description:
Consumer complaint of about high blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 120-160mg/dl fasting. Verified the strips expire 05/31/2018. Customer confirms the strips are stored properly and was first opened (B)(6) 2015. Reviewed meter memory: a 254mg/dl, (B)(6) 2015, 04:08:00 pm, fasting: no. A 253mg/dl, (B)(6) 2015, 04:27:00 pm, fasting:no. A 259mg/dl, (B)(6) 2015, 04:03:00 pm, fasting: no. A 259mg/dl, (B)(6) 2015, 03:56:00 pm fasting: no. A 356mg/dl, (B)(6) 2015, 02:59:00 pm, fasting: no. Customers concern: 356mg/dl. Adverse event not reported.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of about high blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 120-160mg/dl fasting. Verified the strips expire 05/31/2018. Customer confirms the strips are stored properly and was first opened (B)(6) 2015. Reviewed meter memory: (B)(6). Customers concern: 356mg/dl. Adverse event not reported.